Event description:
Out of box failure. During a routine check of the device, the device displays the low battery, attention, the service wrench icon and will not power on. There was no pt involvement during the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor, c177, on the analog circuit board assembly.